Manufacturer narrative:
Eval: bracket.

Event description:
It was reported by service report that the fowler was not holding properly and there is a broken weld on the IV pole bracket. No pt involvement or adverse consequences are reported.